Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 208 previously reported events are included in this follow-up record. Product return status 50 devices were received. 158 devices were evaluated in the field. Event confirmation status 207 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 207 devices were found to be affected by missing paint chips. 1 device had no problem found.

Event description:
This report summarizes <noe> 208 </noe> malfunction events in which the device had paint chips missing. 207 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 208 </noe> malfunction events in which the device had paint chips missing. 207 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 206 events were originally reported for this failure mode during the reporting quarter. - 2 events were inadvertently excluded. - 208 reported events are included in this follow-up record. Product return status 47 devices were received. 158 devices were evaluated in the field. 3 device investigation types have not yet been determined. Event confirmation status 204 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 205 devices were found to be affected by missing paint chips.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 206 events were reported for this quarter. Product return status: 3 devices were received. 186 devices were evaluated in the field. 17 device investigation types have not yet been determined. Event confirmation status: 188 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 188 devices were found to be affected by missing paint chips. 1 device had no problem found. Additional information: 206 devices were not labeled for single-use. 206 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 206 </noe> malfunction events in which the device had paint chips missing. 205 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.